Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was checked in august with no issues. Today, the device was beeping. Upon interrogation, the device was found to be at end of life (eol) battery status. The current monitoring voltage was 2.72 volts, but the charge time for the last automatic capacitor reformation was 30.5 seconds. A boston scientific technical services consultant discussed the extended charge times that were seen at middle of life, but recommended replacement due to the device declaring eol. The device was explanted and replaced.